Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one year post-implantation, diagnostic images have revealed unusual movement when the leg is fully extended. According to the surgeon, the knee can be pushed approximately four (4) degrees into the valgus and the femoral component wobbles in the connecting notch. At this time, the product remains implanted and no further intervention has been reported. Due diligence is complete as multiple attempts have been made however no additional information has been provided.

Manufacturer narrative:
(B)(4). Exact onset date is unknown. Medical product: femoral component option for cemented use only size c left: catalog#00588001301, lot#64695413; ng rot.hinge knee tib plt sz2: catalog#00588000200, lot#64676971; stem implant 12mmdx145mm: catalog#00598801012, lot#65152242; prc agmt block dist sz c 5mm: catalog#00599003310, lot#63949324; palacos mv+g 2x20: catalog#66031998, lot#97665320. Foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-00180. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided however were not reviewed as the provided x-rays were not same a/p view. Comparing the provided x-rays would not address the alleged malfunction as both x-rays were different view showing different angle. Additional radiographic images are not available. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.